Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the device had alarmed low and no reservoir, and battery out of limit. Also, it was stated that the plastic around the piston is broken. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was returned with a broken motor slide tip. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test due to broken motor slide tip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.